Manufacturer narrative:
Rn # 059-25_969 complaint took place in japan. Based on risk assessment and clinical assessment this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn # 059-25_969 incident occurred in great japan: <event/complaint> during expanding, the balloon was ruptured. This product was used in robotic-assisted laparoscopic partial nephrectomy. The user did not count how many times the balloon was pumped to inflate. <use's comment> the doctor who reported the incident has experience with this product. <jss investigation> we confirmed the balloon is ruptured and separated. The separated balloon material is separated into two pieces. The trocar appears to have been broken to confirm balloon rupture.